Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have to have surgery again on friday to remove the implant because the wire was coming out of their back. Patient stated they thought it was a scab but the day they came home it had gotten more and more coming out and then it started shocking them. Patient said they called their manufacturing representative (rep) about 3 days ago and was told to go to the doctor and turn the therapy off. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow up appointment with hcp and their rep tomorrow and the surgery on friday.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31nas serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va31nas, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the steps taken to resolve the wire coming out, the hcp stated that the examination was done on (B)(6) 2025 and the lead was in place. The suture was coming out and went to ER for suture repair only. The hcp stated that the issue was resolved. When the hcp was asked to clarify the steps taken to resolve the shocking, the hcp stated that the manufacturer representative (rep) met with the patient on (B)(6) 2025 to review the impedance and it was working properly now. Settings was adjusted to effective range. The hcp confirmed that the issue was resolved.